Event description:
It was reported that the patient expired on (B)(6) 2017. There is no known allegation from a health professional that suggest the death was related to the device. It was reported that the cause of death was acute systolic heart failure, dilated cardiomyopathy. No further information was available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.